Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal delivery totals in the history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: the pump history showed that the pump was manually suspended on 04/26/2016 at 10:46 and manually resumed at 13:04. The black box showed an unexplained loss of prime event on 04/26/2016 at 02:58 and deliveries resumed at 03:40. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. No alarms occured during testing. The alleged issue could not be duplicated.